Manufacturer narrative:
Medical records were received for a subsequent event; however, none were received for this event. Manufacturing investigation: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. Additionally, a review of the incoming inspection records was performed for all material used in the production of the finished dialyzer lot. There were no non-conformances on any of the materials used in the finished dialyzer lot production; all materials were within set parameters and met acceptance criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of reviewing patient medical records and treatment data sheets related to this event. Both a clinical investigation and a plant investigation are in process. A supplemental MDR will be submitted upon the completion of these activities.

Event description:
A registered nurse (rn) at the user facility reported a suspected optiflux f160nr dialyzer allergic reaction experienced by an end stage renal disease (esrd) patient on at-home hemodialysis (hd) treatments. On (B)(6) 2016, the patient underwent and successfully completed a routinely scheduled hd treatment. However, the following day, (B)(6) 2016, the patient experienced an unexpected facial rash. The rash was characterized by many red spots mainly on the left side of the patient's face. Following several occurrences of suspected dialyzer reactions experienced by this patient, the treating physician ordered a change in dialyzer. The patient successfully completed treatment using an optiflux f160nre dialyzer. No other medical intervention was required. The user facility reported that the patient is currently doing well and the rash appears to be healing. The patient continues to dialyze using the newly prescribed optiflux f160nre dialyzer and has had no recurrence of the suspected dialyzer reaction. The complaint device is not available for evaluation by the manufacturer as it was discarded by the patient following the hd treatment.